Event description:
It was reported that during an unspecified orthopedic surgery, it was discovered that the battery oscillator device would run for a ¿short time and quit¿. It was further clarified that the device would run for ¿another short time¿ when the reverse/forward switch was moved but would stop again. There was a ten minute delay in the surgical procedure. There was a spare device available for use; however, the device type was not specified. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is currently unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. A functional assessment was performed and the device passed all manufacture¿s specifications. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): the manufacturer location was documented as unknown in the initial report. (B)(4).the device manufacture date was unavailable in the initial report. It has been updated to mar 29, 2007 accordingly to reflect the manufacture date.